Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead triggered an alert for high impedance on the high voltage portion of the lead. The alert threshold was increased and the lead remains in use. No patient complications have been reported as a result of this event.